Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of hip labrum suture ,the anchor was broken off, removed all the pieces. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: investigation summary: according to the information, it was reported that during the surgery of hip labrum suture, the anchor was broken off, removed all the pieces. The anchor was not received along with the device. Therefore, this complaint cannot be confirmed. In addition, it was noticed that the suture was frayed and not attached in the device. The possible root cause for the damage in the suture could be related when applying excessive force while inserting the anchor beyond its intended use causing it to damage and suture to snap. Since the anchor was missing, we cannot determine a root cause for the reported failure, but the possible could be related when applying excessive tension from pulling suture back or with off axis insertion; thus, it cannot be conclusively affirmed. A manufacturing record evaluation was performed for the finished device lot number: l909475, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.